Event description:
Healthcare professional reported right side capsular contracture baker grade IV.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: openings, wear abrasion, crease fold, device appearance, white calcification on the surface of the shell 10%. Leak test was performed and found opening on posterior and anterior. A microscopic analysis was performed which identify crease smooth opening on posterior and anterior. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: a crease smooth opening on posterior and anterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device has been explanted.